Event description:
The customer alleged they received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. The patient had a sample drawn and the crp result was 56 mg/l. One hour later, the patient had a new sample drawn and the crp result was 0.1 mg/l and it was reported outside the laboratory. The physician questioned the result due to the discrepancy with the patient's result from one hour prior. The second patient sample was retested and the result was 53.5 mg/l. This result was considered correct and issued as a corrected report. The discrepant result was noticed before there was any medical treatment or intervention. The crp reagent lot number was 661829 and the expiration date provided was 02/2014. The customer did not provide any additional information to allow for an investigation. Due to the lack of information, no root cause could be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in the (B)(6).